Event description:
It was reported that this ambicor penile prosthesis was no longer inflating when pump was depressed. The device had fluid loss. The device was removed and replaced. No patient complications were reported.